Event description:
Customer reported having issues with sensor reading being inaccurate. Customer stated, the sensor reading was 51 mg/dl and device went into threshold suspend. Customer check blood glucose and it was 179 mg/dl. Customer reported the even occurred during the night and while customer was eating. Customer was advised how to calibrated the sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.